Event description:
The pt presented with a rupture in the left posterior communicating artery (pcom) that was treated with coil embolization. After the placement of the last coil, angiography revealed reduced flow in the pcom and the physician administered 500mg of aspirin. Immediately post procedure, the pt had transient weakness of the left arm and right leg that "resolved spontaneously". A CT scan did not reveal any evidence of re-bleeding or vasospasm. There was no clinical consequence to the pt and the pt was discharged home three days post procedure.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Additional info was requested from the user facility. There were no issues noted during the preparation, advancement or detachment of the coil. The coil did not protrude into the parent vessel post detachment. The physician stated that the reduced flow in the pcom was most likely secondary to packing at the neck of the aneurysm, there was no visible thrombus. The physician gave 500mg of aspirin to prevent thrombus formation in the pcom. Flow was not restored in the vessel.